Event description:
During a catheter exchange on a pt diagnosed with a hydronephrosis, the tip of the catheter separated in the pt. The catheter and separated tip were retrieved. Condition of pt is good.